Manufacturer narrative:
Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had an irritation. The patient had a sore on her back under the therapy electrode pad. The sore was open, pink, and itchy. The patient reported that she had not sought medical attention from a physician. Follow-up attempts were unsuccessful. The medical outcome of the sore is unknown.